Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) contacted customer service and reported they had been diagnosed with peritonitis. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient was experiencing symptoms of abdominal pain, nausea, and vomiting. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2022 and a pd culture was obtained. The pdrn reported the culture grew the bacteria staphylococcus epidermis. The cause of the patient¿s peritonitis was attributed to a touch contamination during exchange. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin, per clinic algorithm, on an outpatient basis. The patient is recovering from the peritonitis event and is continuing pd treatments with the same cycler. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.